Manufacturer narrative:
Proximate heavy wire linear stapler-based upon information received and the functional results, it could not be ascertained as to what may have caused the reported incident.the instrument was returned in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. There were no malformed staples noted. It should be noted that if torque is applied to the anvil prior to engaging the retaining pin, the retaining pin may not engage properly and may cause the staples to be malformed. Therefore, it is important to verify that the retaining pin is in the anvil hole prior to firing. It could not be determined if this may have occurred in this instance.

Event description:
It was reported the tlh90 was used during a gastric stapling procedure. It was reported by the affiliate the surgeon attempted to fire the device on the stomach. The device was fired and 2/3 of the staple line did not form. Suture was used to complete the case. There was no consequence to the pt.